Event description:
It was reported that the patient experienced sensations as phrenic nerve stimulation, but it was not typical phrenic nerve stimulation that was felt with higher outputs. It was noted that the patient had numerous premature ventricular contractions (pvc) in the clinic. The patient was not symptomatic with single pvcs, but the patient could feel couplets and triplets. The patient reported ¿twitching¿ with couplets when the device feature designed to maintain cardiac resynchronization therapy (crt) pacing in the presence of ventricular sensing was on. It was noted that the patient was tested several times and results were reproducible. The patient noted feeling it since implant. In-office reprogramming of the device to turn off the device feature did not produce the patient's symptoms. The final settings of the device would be discussed with the patient's physician to consider turning the feature off to eliminate the patient's symptoms. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the device feature designed to maintain cardiac resynchronization therapy (crt) pacing in the presence of ventricular sensing was programmed off. The left ventricular (lv) lead was also reprogrammed in response to the stimulation.